Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis pt called in with drain complications. A follow up call was made to the pt's peritoneal dialysis nurse. The pt was seen in the clinic on (B)(6) 2014 and was noted to have cloudy fluid. The pt was started on intra-peritoneal antibiotics (vancomycin 1 g) every five days for 21 days. The nurse reported that this pt had ongoing issues with peritonitis and was hospitalized.